Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a hematoma one day post implant. Invasive intervention using a surgical drain was performed to resolve the hematoma. No additional adverse patient effects were reported. The device remains implanted and in service with no further complications reported.